Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and a compromised transformer connection was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented remotely via merlin.net. With an alert for long charge time. The device was explanted and replaced. The patient is doing fine.